Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) will boot up to windows and when the application tries to launch, the unit completely shuts down and then goes back to windows start up from the beginning. The customer wants to send in the unit to be repaired. The unit was not in patient use at the time. Investigation summary: unit boot has the risk of delay in treatment which could potentially contribute to patient harm should a patient event be missed. These issues are easily noticeable to clinicians who can prepare alternate monitoring methods. Boot loops are commonly associated to degraded or failing hard drives. Hard drive failures are likely attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). Pu-681ra serial number (B)(6) was installed at the customer's facility on (B)(6) 2019. Due to the age of the device, the root cause is most likely due to wear and tear on the hdd as it is a mechanical component which can degrade as it is used. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) will boot up to windows and when the application tries to launch, the unit completely shuts down. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) will boot up to windows and when the application tries to launch, the unit completely shuts down and then goes back to windows start up from the beginning. The customer wants to send in the unit to be repaired. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) will boot up to windows and when the application tries to launch, the unit completely shuts down. There was no patient injury reported.